Manufacturer narrative:
Investigation pending. Add'l lot number: 248203.

Event description:
Caller alleged discrepant results compared with doctor's point-of-care (poc) device. Results as follows: date: (B)(6) 2011; inratio: 3.6 (strip lot #248203), 3.6 (strip lot #243394); doctor's poc: 2.7, 2.7. Pt's therapeutic range: 2.0-3.0 inr.